Manufacturer narrative:
Lot aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Lot trend assessment and rationale: an evaluation of the complaint history confirms that first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, there is not a trend identified for the subclass of adverse event/serious/unknown for flexible use xl products, refer to the attached trend chart for ae flex xl (B)(6) 2017 to (B)(6) 2020. This investigation was reopened on (B)(6) 2020 to change information in the lot trend assessment & rationale and expedite trend assessment & rationale sections. This change was due to a deviation found from (B)(4), complaint trending guidelines, effective dates (B)(6) 2019 and (B)(6) 2020. A notification of nonconformance was opened (B)(4). This deviation will not change the conclusion of the investigation. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reported experiencing "burn." The cause of the consumer reporting receiving "burn" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Site sample status is not received.

Event description:
Event verbatim [preferred term] . Redness, light burn [thermal burn], , narrative: this is a spontaneous report from a contactable pharmacist. A 37-year-old female patient started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number aa2381, expiration date dec2021, from (B)(6) 2020 for shoulder pain. Medical history includes hay fever and contraceptives (spiral). There were no concomitant medications. The patient previously used thermacare heatwraps and had tolerated it well. The pharmacist said the patient experienced redness and light burn on (B)(6) 2020. The patient experienced a strong redness in the shoulder, neck area. The patient got a burn from the product (thermacare for larger pain areas) and sent one photo to the pharmacy. The pharmacist stated it was a new event. The package was with the customer. The action taken in response to the event for thermacare heatwrap was not reported. The pharmacist later reported "cooling and bepanthen - improvement." No surgical intervention or other treatment required. No long-term damage is expected. The first heat wrap from the package was tolerated on (B)(6) 2020. Second heat wrap the following day (B)(6) 2020 was used from 13:00 to 14:00. The patient fully recovered from the event on (B)(6) 2020. The reporter considered the event redness, light burn as non-serious. Per the product quality group, the severity of harm was assessed as s3. According to the product quality complaint group, lot aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Lot trend assessment and rationale: an evaluation of the complaint history confirms that first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, there is not a trend identified for the subclass of adverse event/serious/unknown for flexible use xl products, refer to the attached trend chart for ae flex xl (B)(6) 2017 to (B)(6) 2020. This investigation was reopened on (B)(6) 2020 to change information in the lot trend assessment & rationale and expedite trend assessment & rationale sections. This change was due to a deviation found from sop-105746, complaint trending guidelines, effective dates (B)(6) 2019and (B)(6) 2020. A notification of nonconformance was opened (B)(4). This deviation will not change the conclusion of the investigation. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reported experiencing "burn." The cause of the consumer reporting receiving "burn" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Site sample status is not received. Follow-up (23jan2020 and 24jan2020): new reported information from the product quality group includes: severity of harm; new information from the pharmacist includes demographic data (age added); past drug history added; suspect drug data (lot number and expiration date added, dates updated, indication added); event data (outcome and date added, verbatim updated). Follow-up (28feb2020 and 07mar2020): new information received from the same contactable pharmacist includes: history, treatment information, updated recovery date, and reporter seriousness assessment. Follow-up (28feb2020 and 07mar2020): new information received from product quality complaint group includes investigation results from albany. Follow-up attempts are completed. No further information is expected. Follow-up (12oct2020): new information received from product quality complaint group includes updated trend information. Follow-up attempts are completed. No further information is expected.

Event description:
Got a burn [thermal burn]. Case narrative: this is a spontaneous report from a contactable pharmacist for a customer via medical information team. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare fuer flexible anwendung), via an unspecified route of administration from (B)(6) 2020 (at the weekend) to (B)(6) 2020 for an unspecified indication. The patient medical history and concomitant medications were not reported. The pharmacist said a female customer got a burn from the product (thermacare for larger pain areas) and sent one photo to the pharmacy. The package was with the customer. The action taken in response to the event for thermacare heatwrap and event outcome was unknown. Reportability determination from pfizer device complaint handling unit (dchu): this complaint of burn for thermacare is reportable due to a serious injury that may necessitate medical intervention to preclude permanent damage to body structure. This complaint is a 30-day report for the us. This event is also a 30-day report for row due to the potential of causing a serious deterioration in the state of health. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reported experiencing "burn." The cause of the consumer reporting receiving "burn" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Site sample status is not received.

Event description:
Event verbatim [preferred term] redness, light burn [thermal burn]. Case narrative:this is a spontaneous report from a contactable pharmacist. A 37-year-old female patient started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number aa2381, expiration date dec2021, from (B)(6) 2020 for shoulder pain. Medical history includes hay fever and contraceptives (spiral). There were no concomitant medications. The patient previously used thermacare and had tolerated it well. The pharmacist said the patient experienced redness and light burn on (B)(6) 2020. The patient experienced a strong redness in the shoulder, neck area. The patient got a burn from the product (thermacare for larger pain areas) and sent one photo to the pharmacy. The pharmacist stated it was a new event. The package was with the customer. The action taken in response to the event for thermacare heatwrap was not reported. The pharmacist later reported "cooling and bepanthen - improvement." No surgical intervention or other treatment required. No long-term damage is expected. The first heat wrap from the package was tolerated on (B)(6) 2020. Second heat wrap the following day ((B)(6) 2020) was used from 13:00 to 14:00. The patient fully recovered from the event on (B)(6) 2020. The reporter considered the event redness, light burn as non-serious. Per the product quality group, the severity of harm was assessed as s3. According to the product quality complaint group on 28feb2020: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reported experiencing "burn." The cause of the consumer reporting receiving "burn" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Site sample status is not received. Follow-up (23jan2020 and 24jan2020): new reported information from the product quality group includes: severity of harm; new information from the pharmacist includes demographic data (age added); past drug history added; suspect drug data (lot number and expiration date added, dates updated, indication added); event data (outcome and date added, verbatim updated). Follow-up (30jan2020 and 04feb2020): new information received from the same contactable pharmacist includes: history, treatment information, updated recovery date, and reporter seriousness assessment. Follow-up (28feb2020 and 07mar2020): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of "thermal burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No further investigations or actions is suggested at this time.

Event description:
Event verbatim [preferred term] redness, light burn [thermal burn]. Case narrative:this is a spontaneous report from a contactable pharmacist. A 37 year-old female patient started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number aa2381, expiration date dec2021, from (B)(6)2020 for shoulder pain. Medical history includes hay fever and contraceptives (spiral).there were no concomitant medications. The patient previously used thermacare and had tolerated it. The pharmacist said the patient experienced redness and light burn on (B)(6)2020. The patient experienced a strong redness in the shoulder, neck area. The patient got a burn from the product (thermacare for larger pain areas) and sent one photo to the pharmacy. The pharmacist stated it was a new event. The package was with the customer. The action taken in response to the event for thermacare heatwrap was not reported. The pharmacist later reported "cooling and bepanthen - improvement." No surgical intervention or other treatment required. No long-term damage is expected. The first heat wrap from the package was tolerated on (B)(6)2020. Second heat wrap the following day ((B)(6)2020) was used from 13:00 to 14:00. The patient fully recovered from the event on (B)(6)2020. The reporter considered the event redness, light burn as non-serious. The patient already used thermacare in the past and tolerated it well. Per the product quality group, the severity of harm was assessed as s3. Additional information has been requested and will be provided as it becomes available. Follow-up (23jan2020 and 24jan2020): new reported information from the product quality group includes: severity of harm; new information from the pharmacist includes demographic data (age added); past drug history added; suspect drug data (lot number and expiration date added, dates updated, indication added); event data (outcome and date added, verbatim updated). No follow-up attempts are needed. No further information expected. Follow-up (30jan2020 and 04feb2020): new information received from the same contactable pharmacist includes: history, treatment information, updated recovery date, and reporter seriousness assessment. No follow-up attempts are needed. No further information expected. Company clinical evaluation comment: based on the information provided, the event of "thermal burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out., comment: based on the information provided, the event of "thermal burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out.

Event description:
Event verbatim [preferred term] redness, light burn [thermal burn] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A 37 year-old female patient started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number aa2381, expiration date dec2021, on (B)(6) 2020 for shoulder pain. Medical history was not reported. There were no concomitant medications. The patient previously used thermacare and had tolerated it. The pharmacist said the patient experienced redness and light burn on (B)(6) 2020. The patient got a burn from the product (thermacare for larger pain areas) and sent one photo to the pharmacy. The package was with the customer. The action taken in response to the event for thermacare heatwrap was not reported. The patient recovered from the event on (B)(6) 2020. Per the product quality group, the severity of harm was assessed as s3. Additional information has been requested and will be provided as it becomes available. Follow-up (23jan2020 and 24jan2020): new reported information from the product quality group includes: severity of harm; new information from the pharmacist includes demographic data (age added); past drug history added; suspect drug data (lot number and expiration date added, dates updated, indication added); event data (outcome and date added, verbatim updated). No follow-up attempts are needed. No further information expected., comment: based on the information provided, the event of "thermal burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.